Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, and while removing 160cm of the lock line, it was noted that the lock line felt stuck and could not be removed. Troubleshooting was performed, and the clip was able to be opened, inverted, and removed from the patient. One clip was then inserted and deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, and while removing 160cm of the lock line, it was noted that the lock line felt stuck and could not be removed. Troubleshooting was performed, and the clip was able to be opened, inverted, and removed from the patient. One clip was then inserted and deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.